Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation it was found that the patient's implantable cardioverter defibrillator had exhibited incorrect interpretation of the patient's true ventricular tachycardia arrhythmia as supraventricular tachycardia. This resulted in failure to deliver shock. Corrective programming changes were made. The patient was stable throughout.